Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. Case information, including the facility, surgery date, patient information, was not provided by the initial reporter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a grooved guidewire broke upon insertion into the patient.